Manufacturer narrative:
(B)(4). The lot was manufactured from november 3, 2014 to november 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced a leak when fluid backflowed from the filling port during filling. The device was being filled with an unspecified drug. There was no patient involvement. No additional information is available.